Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable prongs bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Both connector ends were intact, showing no signs of visual defects. The prongs in the connectors were observed to be intact. No visual defects were observed. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times. Based on the returned condition of the device and the results of the investigation the reported complaint was unable to be confirmed. Based on the return condition of the device, the reported failure " bent" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable prongs bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.